Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt complained about spurious loud sound and intermittency. She attended the clinic in 2008, where testing returned variable results. The problems experienced apparently not resolved on the issue of new external equipment. On two days later the pt was seen by staff member of med-el, where it was suspected that an unusual fault with the speech processor was causing the continuous loud sound on activation of the fitting task software. This appeared to have been resolved by the issue of new external equipment. Shortly, after leaving the device diagnostic appointment the pt's family contacted the clinic stating that the spurious loud sound had returned to be followed by no further sound available through the speech processor. It seems that the pattern is now suggestive of intermittent internal device malfunction, with a period of 'good' function unfortunately coinciding with the earlier device testing.